Manufacturer narrative:
Correction: d9 - is this device available for evaluation?: "yes, returned to manufacturer: 25-jan-2023" should be changed to "no" in initial MDR. Additional information: b5 - a facility representative reported that an implantable collamer lens was implanted into the patients eye. The lens was damaged during delivery into the eye but was implanted anyway. The lens was later exchanged, and the problem resolved. The cause of the event was reported as unknown. H6- investigation type 4110: lens work order search-no similar complaints reported for units within the same lot.

Manufacturer narrative:
(B)(4).

Event description:
A facility representative reported that an implantable collamer lens tore/broke during injection. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.